Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 789 mg/dl. The customer experienced nausea, vomiting and discomfort in her chest. The caller declined troubleshooting at the time of the call. The caller stated that the infusion set needle never penetrated the skin. The caller requested emergency supplies. The caller also stated that the customer may require cardiac care due to elevated cardiac enzymes, which could possibly keep the customer in the hospital an extra week. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.